Manufacturer narrative:
Product complaint # :(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - provide lot number: they did not provide lot number. - status of return of the device. Please document the shipping tracking number: they did not return the product. - provide the source or name of the person providing answers to follow-up questions: (B)(6).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the vicryl 1 CT-1 has presented challenges since the suture is disassembling of the needle thread, this event occurred twice with dr. The doctor informs that other surgical instrumentalists have had the same issue with this product. It was confirmed that the issue did not caused any harm to the patients. To resolve these issues they used new sutures. No adverse patient consequences were reported. Additional information was requested.